Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Suggested component code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of a tibial peg drill broke; no fragment fell into the patient and the procedure was completed. No further information is available.